Event description:
Patient sustained a second-degree thermal injury at the electrosurgical grounding pad site during a thoracic medial branch nerve radiofrequency procedure performed on (B)(6) 2026. Incident description: at the completion of the procedure, the grounding pad was removed, and a burn injury was identified at the pad application site. The grounding pad was noted to be loosely attached with moisture present between the patient's skin and the grounding pad. The affected area measured approximately 8 inches by 4.5 inches. The patient was immediately evaluated by the physician, treated with ice and dressing application, and provided with home care instructions and infection precautions. Follow-up the next day revealed continued skin integrity with mild discomfort and no signs of infection. Investigation summary: a review of the event was conducted by clinical and quality management staff. Findings included: endure grounding pad sku gpaa8, lot #250807901, expiration date: 10/08/2028 was used during the procedure.